Event description:
It was reported that during lumbar fusion l2-4 using xia 3 screws. When final tightening the blocker, on the l4, 7.5 x 40mm screw, the surgeon noted that the blocker had advanced beyond the top of the tulip head. Rep suggested that surgeon remove the screw and replace it. When the screw was removed they noticed the tulip head was separate from the screw.

Manufacturer narrative:
Method: visual inspection results: the likely cause of this event is that the screw was tightened with an excessive force at a high angle. In this case, it would cause the shank and tulip to deform enough to push the tulip head off of the shank, as seen here. Conclusion: the returned xia 3 titanium polyaxial screw was confirmed to have a screw tulip disengagement via visual inspection. This event occurred during surgery and a delay of 'minutes' was reported, with no adverse consequences to the patient.

Event description:
It was reported that during lumbar fusion l2-4 using xia 3 screws. When final tightening the blocker, on the l4, 7.5 x 40mm screw, the surgeon noted that the blocker had advanced beyond the top of the tulip head. Rep suggested that surgeon remove the screw and replace it. When the screw was removed they noticed the tulip head was separate from the screw.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.